Manufacturer narrative:
H4. Device manufacture date (mm/dd/yyyy) changed to 2/24/1996. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with epithelial ingrowth and blurred vision in patient's left eye (os). Patient's chief complaint was of blurry vision. It was stated that the patient had a loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. Secondary surgical intervention was required. Bcva from (B)(6) 2019, right eye pre-op was 20/20 -.75 x -1.00 x 25 and left eye pre-op was 20/20 -1.00 x -.50 x 155. Bcva from (B)(6) 2019, left eye post-op was 20/25 .75 x -1.75 x 123. This report is for the visx laser. A separate report will be filed for the femto laser equipment.